Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the right middle cerebral artery (mca) m1 and m2 segment. During the procedure, emboli to new territory, marginal branch of the left anterior cerebral artery, occurred. Unspecified medical management was performed as treatment. The outcome was reported as resolved without clinical sequelae and the patient was discharged to an inpatient rehab facility approximately 6 days later. The event was reported to be related to the procedure and to the device. No further information is available.

Manufacturer narrative:
Lot number - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, emboli is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the right middle cerebral artery (mca) m1 and m2 segment. During the procedure, emboli to new territory, marginal branch of the left anterior cerebral artery, occurred. Unspecified medical management was performed as treatment. The outcome was reported as resolved without clinical sequelae and the patient was discharged to an inpatient rehab facility approximately 6 days later. The event was reported to be related to the procedure and to the device. No further information is available.